Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/06/2020. A manufacturing record evaluation was performed for the finished device lot number aj3877, and no non-conformances related to the reported complaint condition were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * did the suture/needle found detached in the package or did the suture/needle pull off at the moment to put it in the needle holder? * device return follow up please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. It was reported that the suture got detached from the needle. It is not known when the issue occurred. There were no adverse patient consequences reported. No additional information was provided.